Manufacturer narrative:
On (B)(6) 2015, the customer reported that while the CT system was not in clinical use, the "down" button on the left gantry control panel was damaged and sticking. Philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse also confirmed there was no uncommanded motion. It was confirmed that the operator was able to still use the system with the other gantry control panel or the CT box in the console room. The philips fse was dispatched to the customer site to resolve the issue on 07-sep-2015. The philips fse replaced lhs control panel due to damaged table down button. There were no log files able to be provided for engineering evaluation. The defective control panel was scrapped locally and not able to be returned for engineering evaluation. Based on the information provided the probable cause of this reported issue was due to a stuck button on the gantry control panel. CT engineering determined this issue to be an acceptable risk. If this malfunction were to recur and the gantry panel button were to become stuck engaged during a patient procedure, it would be not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records and a clinical evaluation by a medical physician, it has been determined that gantry panel stuck button failures do not meet the definition of a medical device report. There is no evidence that the gantry panel stuck button failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. The following mitigations apply: ¿ all systems are equipped with emergency stop as well as power off buttons which provide an immediate means for the operator inside the scan room or in the control room to stop any unintended table motion, including such resulting from a stuck gantry panel button. The emergency stop buttons are very obvious and located immediately adjacent to the gantry panels and within reach of an operator moving the table by depressing any of the gantry buttons in question. ¿ the system performs a test for stuck buttons during initialization. ¿ a collision calculation is done in each combination of vertical, horizontal, or tilt motion, preventing injury from collision. ¿ motion control software verifies that motion commands are executed otherwise a fault condition is assumed and stops motion. ¿ resistance protection is in place for couch horizontal motion, a force limit to pallet motion beyond which motion will stop and shutdown. ¿ instructions in the instructions for use to observe the patient during all movements of the patient support. ¿ table movement that is driven by the precision motors happens at a controlled low speed. This provides ample time for recognition of unwanted movement. At the same time it provides an opportunity for most patients to respond to unintended positions resulting from such table movement. ¿ operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. ¿ there has been no report of serious injury to a patient, operator or bystander as a result of this malfunction of the gantry control panel.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
The customer reported that while the CT system was not in clinical use the "down" button on the left gantry control panel was damaged and sticking. Philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse also confirmed there was no un-commanded motion. The fse replaced the left hand side control panel to resolve the issue.